Event description:
Port-a-cath tip dislodged in pt and required endovascular removal. After using aseptic technique, a wire loop snare was placed percutaneously into the right femoral artery and advanced to the left brachiocephalic vein in the region of the proximal aspect of the retained port-a-cath catheter. Multiple attempts to snare the catheter tip were unsuccessful. Following this a second catheter was placed percutaneously into the left femoral vein and advanced to the right atrium. The mid portion of the catheter was then distracted inferiorly pulling the distal aspect of the catheter inferiorly. The distal aspect of the catheter was then successfully grabbed with the loop snare and removed.